Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead had dislodged. The lead was repositioned on (B)(6) 2019 and remained implanted. No electrical anomalies were noted. The patient was discharged.